Event description:
During a pt procedure, the rounded tip of a glidescope gvl 3 stat (single use laryngoscope cover) broke off; the broken tip did not enter the pt's airway, although the pt sustained small lacerations, which were cleaned and disinfected. MFR ref # 9615393-2014-00069.